Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with a button error that could not be cleared. Customer's blood glucose was 10 mmol/l. Customer stated he did not have a back-up plan. It was advised the device would be replaced and customer agreed to return the device for analysis.